Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement, dr (B)(6); (B)(6) hospital (B)(6) 2018. Flexible drill bit snapped when in use to drill screw holes for pinnacle cup placement. Drill bit pieces immediately removed and handed to scrub nurse. Replaced immediately with modular drill bit. No delay to proceedings and no adverse patient reaction reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.